Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported a high blood glucose (bg) level (600 mg/dl) due to settings as well as not delivering a bolus when eating. Customer delivered a correction bolus to treat elevated bg level.